Manufacturer narrative:
The user facility contacted the local dräger s&s organization by phone but refused any follow-up action (no order for on-site investigation or repair and no follow up information, e.g. A log file, could be provided). This does not allow a case-specific evaluation, only a general assessment can be made. According to its safety concept, the device responds with a shutdown of automatic ventilation upon various conditions including malfunctions, use errors or patient condition to protect the patient from potentially hazardous output. As confirmed for the particular case, the shutdown of ventilation is accompanied by a corresponding alarm and, manual ventilation via the built-in breathing bag including dosage of anesthetic gas is possible. Monitoring functionality is not affected by a stop of automatic ventilation. Further conclusions can't be made on the base of the available information. The involved device is nearly five years old; status of repairs and preventive maintenance (including exchange of worn/aged parts) is unknown. Finally, the exact nature of the triggering condition for the shutdown of ventilation cannot be determined; the case was closed due to insufficient information.

Event description:
It was reported that a ventilator failure has occurred during a surgical procedure. As per report, the user bridged ventilation support for the patient in manual ventilation mode until a replacement device could be introduced. It was stated that the event did not lead to consequences for the patient.